Event description:
It was reported that a malfunction alarm occurred. The customer did not have an alternate method of insulin therapy available. Reportedly, the customer would reach out to their hcp to obtain a backup method of insulin therapy. The customer's blood glucose level was 300 mg/dl with ketones which were identified as dangerous by a health care provider. The customer went to the emergency room and was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. The customer was discharged later that same day, (B)(6) 2025.